Event description:
It was reported that seven days after the implant of the trial leads the patient complained about a worsening headache, nausea, vertigo and a burning sensation from the lower back to the shoulders. The patient was asked to turn off the stimulation and go to the emergency room (ER). The patient was admitted and stayed two nights. A computerized tomography scan (CT scan) and blood tests were performed and were all normal. The patient was not running a temperature and there were no signs of infection. It was suspected that the patient may have experienced a slow cerebrospinal fluid leak (csf leak), however it was not confirmed. Reprogramming was attempted but did not resolve the event. The trial leads were removed, and will not be returned for analysis as they were disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: (B)(4).